Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the battery would flash red when connected to a battery charger. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the device passed visual examination but failed functional testing. The battery was unable to communicate with test equipment. A reset of the main integrated circuit re-established communication. The cell pairs and the battery's charge and discharge cycle were tested and the results revealed that the battery had a high max error and that the relative state of charge capacity estimation was not working correctly; the capacity estimation was not decreasing linearly. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. The battery was then charged and discharged for an extended period of time, allowing the battery sufficient time to re-calibrate. The second test run revealed that the battery was reaching 0% relative state of charge before reaching the terminating voltage. It appears that the estimation of the full-charge capacity (fcc) was under-estimating; full charge capacity is the amount of charge that the battery can deliver at the rated voltage. The full-charge capacity measurement is utilized to calculate the relative state of charge capacity. It's possible the battery was obtaining inaccurate measurements or that the stored data used in the full charge capacity calculation was corrupt, causing the relative state of charge to reach 0% before the battery was actually depleted. As a result, the most likely root cause of this finding can be attributed to an estimation error. The most likely root cause of the reported "flashing red" on the battery charger can be attributed to a battery that was out of calibration, most likely caused by the estimation error that was found during testing. Failure analysis of the battery revealed that the device had a high max error that was most likely due to an estimation error; a possible root cause for these findings can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the status light of the battery charger would display "flashing red" when the battery was connected to it. The battery was tested at different ports of the battery charger. The battery was replaced with no consequence or impact to the patient. Preliminary device evaluation confirmed a malfunction of the battery. No further information was provided.